Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that both output connectors of the device were broken. It was also noted that both battery wires were pinched, however the insulation was not compromised. Additionally, analysis noted that both output connectors of the device were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had broken atrial and ventricular connectors. The external pulse generator has been returned for warranty repair. There was no patient involvement.